Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to charging difficulties. The patient underwent an implantable pulse generator (ipg) revision procedure wherein their ipg was explanted and replaced. The device will not return as it was not release by the hospital. The patient was doing well post operatively.